Event description:
Clamp slipped causing one inch laceration on patient's head. Additionally, account stated the resident physician was getting ready to do a suboccipital craniotomy on the patient when the laceration occurred. The resident physician positioned the clamp on the patient's head and the patient was flipped over for the procedure; this is when they noticed the clamp had slipped and caused a one-inch long laceration on the patient's head, approx 2" above the left ear. The clamp was re-positioned and the case was completed without further delay. Staples were required to close the laceration, but the case was not delayed.

Manufacturer narrative:
The actual instrument involved in the case was received for evaluation with no issues identified. The lot code indicates a 2007 date of manufacture. A device history review was conducted with no issues noted. The account stated that the incident may have occurred because the resident using the device did not properly follow the instructions for use. Unfortunately the cause for complaint cannot readily be determined. After this incident, an agent of cardinal health performed in-service training with the customer that included instructions on how to use the device per the IFU.